Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer performed the load process and ultimately reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.